Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there appeared to be intermittent left ventricular (lv) lead capture at times. It was also noted there was a right atrial (ra) lead position check failure. The leads remain in use. No patient complications have been reported as a result of this event.